Event description:
(B) (4) crm received info that this ventricular lead was explanted due to high thresholds. During the procedure, the helix would not extend or retract, therefore, a new ventricular lead was implanted. (B) (4).